Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have given a device error code e-59 indicating a fault with the battery not charging. There was no patient involvement, and no harm or injury reported. Evaluation of the device determined the trilogy evo display printed circuit board assembly was identified as being faulty during inspection as evidenced by the reported error code e-59. It was determined that the trilogy evo display printed circuit board assembly required replacement to address the issue. It was reported this repair part would be issued to the user so they can install it themselves.

Manufacturer narrative:
The reported failure of the battery charging is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.